Event description:
A wilson-cook metro wire guide was chosen to complete a procedure. Before the wire could be used, the tip of the wire guide coating separated and detached near the distal end. Additional info provided with this report indicated the physician used proper flushing techniques. This occurrence was prior to use with the pt. No pt injury was reported.